Event description:
Upon establishment of central line placement, the physician was removing the guidewire from the right femoral vein. The guide wire was withdrawing and unraveled/uncoiled; it was no longer intact.